Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer (fse) troubleshoots and found that the pocket c5 drawer 7.1 was recognized but had lost its programming and was not indicating loaded. So, the fse reseated the row board cables (as initial issue was off bus per site poc) and had the pharmacy reload meds and test system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had cubie failure and was not showing drugs loaded. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had cubie failure and was not showing drugs loaded. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.